Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include aspirin and casodex. (B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On or about (B)(6) 2017, follow-up imaging reportedly revealed a distal type I endoleak on the right (contralateral) side, and aneurysmal sac growth to 8.4 cm (original sac measurement not available). The physician attributed the endoleak to a lack of distal seal from the original implantation. On (B)(6) 2017, the patient underwent a re-intervention procedure whereby the right hypogastric artery was coil embolized, and an additional gore® excluder® component was implanted to extend the stent graft system to the right external iliac artery. The type I endoleak was resolved and the patient tolerated the procedure.